Event description:
It was reported that the patient had efficacy with vns for about a year, but has experienced an increase in depression above pre-vns baseline recently. Patient was admitted to the hospital, but the reason for hospitalization is unknown. Per reporter, he has attempted suicide five times all together in his life and three of the attempts were in the last couple of years after vns was implanted. Per the caregiver, the settings have not been adjusted in "awhile". The patient and his caregivers are looking into a new treatment for depression and will likely have the vns explanted. Attempts for additional information have been unsuccessful to date.